Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was implanted. That same day, there was artifact being oversensed that looked like air bubbles. The patient was inappropriately shocked, as a result. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.